Event description:
The caller reported that the pt's 8cfn tracheostomy tube did not fit properly, and it was removed and replaced with another 8cfn tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.